Event description:
It was reported that during implant attempt, the physician inserted the lead into the sheath 3-5 cm but the lead could not be further advanced. This was repeated 3-4 times with no success. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): no anomalies were found, however the outer insulation was kinked/buckled and the lead was damaged at implant; full lead returned and analyzed.